Event description:
It was reported that there was a lead warning, with high impedance, noise, and an excessive number of vhr (ventricular high rate) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.